Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp) for a clinical study reported duplication of wire or twisting of lead was noted on the patient's 48 month x-ray. No action was taken and the outcome was ongoing. Indication for use was reported as urinary dysfunction/sacral nerve stim. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the hcp for a clinical study reported the event resolved without sequelae on (B)(6) 2016. Additional information will be reported in manufacturing report #3004209178-2016-06162.